Event description:
It was reported that approx. 123 months after the implantation, ventricular oversensing was reported via homemonitoring.

Manufacturer narrative:
Upon receipt the lead was found cut 19 cm distal to the is-1 connector pin. A proximal and a stretched distal lead fragment were received for analysis. Explantation aids were found mounted on and in the distal lead fragment. The performance of the lead was scrutinized including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 11.5 cm to 9.0 cm proximal to the lead tip the insulation was found worn through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed right ventricular shock coil, the stretched distal lead fragment and the 26 cm proximal to the lead tip broken conductor cable leading to the ring electrode most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.